Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the 512hn inner gasket tore. The case was completed without incident. There was no consequence to the pt.